Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A site representative reported that, while in a spinal fusion, the imaging system prompted the user to complete motion calibrations when the imaging system was powered on. The site performed the calibrations and continued with the procedure. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.